Event description:
It was reported that the the pump exhibited unspecified plunger issues. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Unknown date of event; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the plunger sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1 email address: (B)(4).